Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two cre wireguided dilation balloons used during the same procedure. Manufacturer report# 3005099803-2016-00053 pertains to the first device, and manufacturer report# 3005099803-2015-03861 pertains to the second device. It was reported to boston scientific corporation that two cre wireguided dilation balloons were used during a gastroscopy with dilatation of an esophageal stricture procedure performed on an unknown date. According to the complainant, during the procedure, when the catheter was being removed, the exit marker detached inside the patient into the stricture. The exit marker was removed with difficulty. Another cre wireguided balloon was then used; however, when the catheter was being removed from the gastroscope, it was noted that the exit marker detached. The surgeon checked the patient's esophagus and stomach and the exit marker was not found and was thought to be inside the gastroscope. The gastroscope had a brush advanced through it, was leak tested, processed and sent out for evaluation and repair. There the exit marker was found lodged in the biopsy channel. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.